Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient had been placed on a registration hold, which had since been lifted. However, the patient was still remaining in loa status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was stuck in loa status in the station. A technical support specialist (tss) identified that the patient was in loa status, and although the patient was discharged and readmitted, the system continued to display the patient as admitted on loa. In settings patients visits and orders, the patient appeared as admitted with a temporary visit type and no orders, and the initial patient visit query returned no results. Upon follow up, the customer advised that admit discharge transfer (adt) had previously sent the admit message but also confirmed that an incorrect admit visit identifier had been provided earlier. After rerunning the query using the correct visit identifier, the visit information was successfully retrieved, showing the patient was registered, placed on loa and discharged, and later had the discharged and canceled the same day. No subsequent message was received to cancel the hold or readmit the patient, and the customer was advised to contact adt to resend the appropriate message or cancel the hold on their end. The system functioned as intended after the technical support specialist troubleshot the device.